Manufacturer narrative:
Manufacturing review: a manufacturing review was performed on the reported potential lot numbers (reaw2088 and reay0885). Both lots met all release criteria. Visual inspection: it was noted that the device was bent. This bend started approximately 1.5" from the base of the needle. There were no other visual anomalies noted on the device. Functional/performance evaluation: the device was disassembled and internal parts were inspected. Upon disassembly, it was observed that the left side bumper was missing, thus preventing the device from being primed, as the cannula tangs could not lock into place when the top slide was moved to the priming position. It was noted that the tangs of the cannula hub were slightly compressed inwards. The inward compression of the tangs was likely a result of the hub being locked into place for a prolonged period of time. However, it is unknown when or how the tangs became compressed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the complaint is confirmed for bent as the cannula and stylet were found to be bent. The device is also confirmed for self activation as the returned device self-activated during functional testing. The investigation is inconclusive for failure to obtain samples as the device could not be fully function tested due to the bent needle and self activation. During sample evaluation, the left side bumper was found to be missing which could have contributed to the observed self activation; however, the definitive root cause for the reported event could not be determined based upon available information. Additionally, sample evaluation found the needle to be bent. It is unclear when the needle became bent, as the issue was not reported by the user. As all maxcore needles are visually inspected for bends before and after assembly at manufacturing, it is unlikely that the root cause for the bent needle is manufacturing related. It is unknown whether shipping and/or handling issues contributed to the bend. The definitive root cause of the failure to obtain samples could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism.

Event description:
It was reported that during a prostate biopsy procedure under echography, the device allegedly failed to obtain sample during a sample pass. It was further reported the device was fully primed and there was an offset between the side and rear actuator buttons; as such, the actuator button could not be fully depressed. Reportedly, the samples obtained were small and inadequate, leading to more sampling passes to get adequate samples. There was no reported patient injury. The procedure was completed with another device.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, the device history records could not be reviewed. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy procedure under echography, the device allegedly failed to obtain sample during a sample pass. It was further reported the device was fully primed and there was an offset between the side and rear actuator buttons; as such, the actuator button could not be fully depressed. Reportedly, the samples obtained were small and inadequate, leading to more sampling passes to get adequate samples. There was no reported patient injury. The procedure was completed with another device.